Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), three (3) cook huibregtse needle knife papillotomes were used. All three papillotome needles broke off inside the patient. Two of the needles stuck in the ampulla, and the third broke off inside the duodenum. See mdrs 1037905-2013-00821, 1037905-2013-00822, and 1037905-2013-00823. The section of the device that detached inside the patient's body was left to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: our investigation confirmed the report that a portion of the needle knife detached. There is no needle on the distal end of the catheter. The outer sheath extends 3mm and no part of the needle extends beyond the outer sheath. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigations conclusions: according tot he initial report the needle knife was held stationary while cautery was applied which is against the instructions for use. Needle knife breakage near the distal end can also occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit manufacturer's instructions. Needle knife breakage near the distal end can occur if the needle makes contact with the distal end of the endoscope during cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Needle knife breakage near the distal end can also occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution, all huibregtse needle knife papillotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test confirms continuity between the electrical pin and cutting wire using an ohm meter. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.